Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it has been received 1 unused sample of 10ml ls. On visual inspection of the sample received it can be observed excess of silicone inside the syringe. DHR of lot 1705052p has been reviewed not finding any annotation or deviation regarding the alleged defect. The alleged grease detected by customer is lubricant (silicone) which is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max.value 0.25mg/cm2). This defect has been produced by a failure of the silicone sprayer. During manufacturing process silicone content is checked per lot according to procedure following method in internal procedure. On checking the results during manufacturing process of lot 1705052p they meet specification limits. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. 301, jg-302, jg-303 and jg-304). Process visual inspection printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 1 shelf-package per pallet the incident is reported to area manager. This defect has been produced by a failure of the silicone sprayer. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure (B)(4).

Event description:
It was reported that the bd syringe ns ls had a greasy foreign substance inside the syringe. Found before use. No serious injury or medical intervention noted.